Event description:
A talent stent graft system was selected for use in a pt for the endovascular treatment of a thoracic aortic aneurysm. The arteries were moderately calcified and measured 8 mm in diameter. It was reported that 3 thoracic stent grafts were implanted. The first 2 stent grafts were successfully implanted without complication. The third stent graft was implanted and upon removal of the delivery system the external iliac artery was dissected. The reason for the dissection is unk since the first 2 stent grafts were implanted without complication. A balloon was inflated to control the bleeding followed by implanting 2 aneurx limb stent grafts to seal the dissected artery. The pt remained in the hospital needing dialysis which the family refused. No additional clinical sequelae were reported. The delivery system was discarded.

Manufacturer narrative:
(Required secondary intervention): eval: results: inherent risk of procedure (arterial trauma/dissection/perforation). Pt's condition affected effectiveness of device (small moderately tortuous arteries). Conclusions: device failure/lack of effectiveness related to pt condition (small moderately tortuous arteries).